Event description:
It was reported that the blister tray was damaged. No patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The device was not returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted.